Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr checked the operation of the ventilator and was unable to duplicate the reported event. The fsr checked the events log and reported a transducer fault alarm before the ventilator inoperable alarm. After tightening the connections inside the ventilator, the fsr performed further testing. After returning on-site to check the ventilator, the fsr reported the device was running with no problems and reported the unit meets service specifications.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable alarm. The customer reported the alarm reads ventilator inoperable and motor failure. The issue occurred during patient use; the customer reported the ventilator was changed out. The customer reported there is no patient consequence associated with the event.